Event description:
Knee was red [erythema], knee was hot [joint warmth], knee was swollen [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales representative regarding a male patient (age not provided), initials unknown with knee pain. The patient's medical history was not provided. On (B)(6) 2013, the patient received treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml, once (route of administration not provided). On an unspecified date in (B)(6) 2013, the patient's knee was red, hot and swollen. It was reported that the patient had to use crutches. On (B)(6) 2013, patient initiated treatment with medrol (methylprednisolone) dosepak for the events of knee was red, knee was hot and knee was swollen. Later, the knee calmed down a bit. At the time of this report, the patient had not yet recovered from all the events. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the causal relationship between synvisc one and all the events.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.